Manufacturer narrative:
Corrected: d6b - date of explant.

Event description:
It was reported patient lost effective stimulation due to high impedances. To address the issue, patient underwent surgical intervention wherein entire system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.